Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and pericardial effusion. It was reported that there were high thresholds on the right ventricular (rv) lead. The rv lead was re-positioned and may have resulted in a lead perforation. The patient had a pericardiocentesis to drain the blood from the pericardium. The rv lead remains in use. No further patient complications have been reported as a result of this event.